Manufacturer narrative:
H3 other text : product was lost in transit.

Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 356 mg/dl on performa nano meter and 156 mg/dl on pharmacy meter .